Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Patient has had a gross swelling in his knee and there was also some instability of his patella. There was no gross evidence of osteolysis on his original x-ray; however upon exploring the joint he had gross wear of his polyethylene and there was osteolysis present at surgery and looseness of the tibia. There was a haemosideroses blood filled swelling and extensor synovitis. The pathology of the synovitis showed tissue reaction to prosthetic debris. A total revision of the components was made and following that the patient was transferred to the recovery room. He had a cr femoral component of scorpio size 11. The tibial component was a series 700 total knee with a ha coated tibial tray. The patella was an 8mm. The tibial bearing insert was hermetic osteo (B)(4).